Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). It was reported that the spinal section of the catheter was occluded and they revised that section of catheter.

Manufacturer narrative:
The other relevant components include: product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving gablofen (ba clofen) with an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported "something was wrong/patient was not receiving therapy." A catheter access port (cap) was done in 2016 and were unable to aspirate. Catheter replacement was scheduled for (B)(6) 2016 and catheter will not be returned. It was unknown what trouble shooting/diagnostics were performed related to the lack of therapy and inability to aspirate. The results of the diagnostics/ troubleshooting performed were unknown. The cause of the lack of therapy and inability to aspirate were unknown. It was unknown if the issues had been resolved. No further information provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.